Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not recharging batteries) has been confirmed. Upon investigation contamination was found on the battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem was not recharging his batteries. The pt was issued a replacement battery charger/modem.